Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's charger/modem was flashing between a blue and white screen. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (flashes between blue and white) has been confirmed. As received, the charger/modem was resetting. The cause of the resets was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connector induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective components. The pt received a replacement monitor.